Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles experienced the cannula breaking off. The following information was provided by the initial reporter, translated from japanese: after attaching the pen needle to the pen, I tried to inject the pen needle and then noticed that there was no needle pe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles experienced the cannula breaking off. The following information was provided by the initial reporter, translated from japanese: after attaching the pen needle to the pen, I tried to inject the pen needle and then noticed that there was no needle pe.